Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. If it is necessary to replace a balloon which has spontaneously deflated, the recommended initial fill volume of the replacement balloon is the same as for the first balloon or the most recent volume of the removed balloon. A greater initial fill volume in the replacement balloon may result in severe nausea, vomiting or ulcer formation. Possible complications of the use of the orbera® system include: balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon noticed green color urine. The device was removed without complications and replaced.

Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned balloon. The balloon shell was noted to be discolored, as it was purple in appearance. Two openings were noted on the radius of the balloon shell. Black particulate matter was noted in the valve channel. As the device was not received with the fill tube, a sample fill tube was used for device testing. A valve test was performed, and the flow of di water was continuous and unobstructed. An air leak test was performed, and leakage was noted from seven separate openings on the balloon shell: four on the anterior portion of the shell and three on the radius of the shell. Under microscopic analysis, all openings on the anterior portion of the shell were noted to have striated edges, consistent with surgical damage from device removal activities. All openings on the radius of the shell were noted to have striated edges, consistent with damage from a surgical tool. Several non-penetrating nicks/marks were noted on the outer surface of the balloon shell. Black particulate matter was noted on the inner surface of the valve channel.